Manufacturer narrative:
The ancure graft was not explanted. The findings of the study were summarized in the article: jeffrey jim, md, brian g. Rubin, md, patrick j. Geraghty, md, samuel r. Money, md, mba, and luis a. Sanchez, md. Midterm outcomes of the zenith renu aaa ancillary graft, journal of vascular surgery, august 2011; volume 54, number 2: 307-315.

Event description:
Boston scientific crm received information from a study designed to evaluate the midterm outcomes of treatment with a aaa ancillary graft. The ancillary graft provides active proximal fixation for treatment of pre-existing endografts with failed or failing proximal fixation or seal. The study involved a total of 151 pts. Nine ancure endografts had been implanted in pts in the study. During the 14 month follow-up, reported endograft and ancillary graft related adverse pt effects for this ancure graft included: one ancure graft experienced both a proximal type I endoleak and a caudal migration more than 10 millimeters (mm). The zenith renu aaa ancillary graft was implanted to resolve the issue. No additional adverse pt effects were reported in associated with this procedure.